Event description:
A physician reported that on 19 august 1998, a pt was being treated in the nasolabial folds and the forehead when the adg needle separated from the syringe, and some collagen splattered on the pt's face. There was no injury to the pt or staff. The separated needle did not puncture or injure to the pt or staff. No medical or surgical intervention was required. The collagen material was wiped off from the pt's face and the procedure was completed using another syringe without event.